Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel balloon catheter with stent. The balloon was tightly folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The proximal end of the stent was bent, flared, and overlapping. There were numerous hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 24 x 3.00 rebel stent was selected for use. During preparation, upon removal of the sterilization loop or the product loop, it was noted that the back edge of the stent was flared. The device never went inside the patient's body and was placed off to the side. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 24 x 3.00 rebel stent was selected for use. During preparation, upon removal of the sterilization loop or the product loop, it was noted that the back edge of the stent was flared. The device never went inside the patient's body and was placed off to the side. The procedure was completed with another of the same device. No patient complications were reported.